Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). A cannula was delivered to the pi lab in cincinnati to determine the fracture mode for the cannula that had broken in half. The part was examined visually and with an optical microscope and several images of the part were taken. Additional images from samples that were tested during design verification are included to compare fracture modes of the cannulas. The returned cannula broke at the base of the narrow cross section of one of the stability threads at the proximal end of the trocar. It is unclear the cause of the fracture, but the mode is consistent of a part that broke as a result of a side load applied to the part. The cannula is manufactured from polycarbonate and during design verification testing of these devices the cannulas were tested by applying a load to the distal end until the part yielded or fractured. These parts broke in two different modes. One mode was when the cannula reached its max load it bent over. Another mode was the cannula broke along a relatively flat path at the base of the stability threads. In these parts some necking or yielding occurred prior to the fracture. Note the region of necking or yielding in the area next to the fracture is similar in the design verification testing and the pi device. Polycarbonate is a ductile material, however notches placed in the material can cause the material to break along a relatively flat surface and not bend. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. As the surgeon was inserting the trocar in the left upper quadrant the cannula broke completely off of the housing. Another device was used to complete the case. There was no adverse consequence to the patient.